Event description:
Physician reported communication difficulties with his programming system. The physician returned the programming wand and the handheld. The wand was received and product analysis found an intermittent serial data cable conductor at the handle location. The cause of the reported event was most likely inadequate strain relief at the handle location. Product analysis of the returned handheld is pending.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.